Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set cannula was partially inserted and customer was not receiving insulin. Blood glucose (bg) was 650 mg/dl. Customer was hospitalized for elevated bg and diabetic keotacidosis (dka). Intravenous fluids and insulin drip were administered. Type of infusion set used was not reported. Contact did not provide further information. Although multiple attempts were made to contact the customer for additional information, the customer did not reply.